Event description:
It was reported that the patient passed away on (B)(6) 2024. The causes of death were an acute onset chronic decompensated heart failure and hypoxic respiratory failure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).